Event description:
Per the clinic, the patient experienced skin breakdown at the abutment site (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, for a skin revision surgery and removal of the abutment.

Event description:
Correction: the previous or initial MDR submitted on october 12, 2023 was filed inadvertently. No skin revision and abutment removal was performed under general anesthesia has occurred. Hence, the skin breakdown is not reportable.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. Additional information has been requested but has not been made available as of the date of this report.